Manufacturer narrative:
Citation: kuo cc, et al. Robotic mitral valve replacements with bioprosthetic valves in 52 patients: experience from a tertiary referral hospital. Eur j cardiothorac surg. (B)(6)2018; 54(5):853-859. Doi: 10.1093/ejcts/ezy134. Advance access publication (B)(6) 2018. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes following robotic mitral valve replacements with bioprosthetic valves. All data was retrospectively collected from a single center between january 2013 and september 2017. Of the 52 patients included in the study population (predominantly male, mean age 55.1 years), 5 were implanted with a medtronic hancock ii bioprosthetic mitral valve. No unique device identifier numbers were provided. Among all patients, 4 deaths occurred during the mean follow-up of 29 months. No statement was made suggesting a causal or contributory relationship between hancock ii and the deaths. Among all patients, adverse events included: high-volume red blood cell transfusion (2 units); post-operative intra-aortic balloon pump support; prolonged ventilation (24 hours); conversion to sternotomy for sudden bleeding; re-exploration for bleeding; stroke; reversible neurological injury; low cardiac output syndrome; unilateral pulmonary edema; new onset atrial fibrillation or atrial tachyarrhythmia; and permanent pacemaker implantation one year after surgery. Hancock ii may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.